Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial report: very sclerotic bone rep present and followed standard surgical technique instruments damaged upon use surgical delay 5 minutes. Procedure successfully completed. No consequence to patient. Further information provided; the awl was bent. The tip of the proximal reaming handle snapped off. The proximal reaming guide was damaged upon removal as was stuck in the patient after the proximal reaming handle snapped. Had to remove with mole wrench / pliers and roughed up the ends.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.